Event description:
It was reported that during iol implantation, the leading haptic of the iol became tangled with the distal end of the malyugin ring (pupil expander), requiring intraoperative lens exchange. The incision was enlarged to remove the lens. A backup lens was implanted successfully. The pt's va (visual acuity) is improving. This report refers to the pt's right eye.

Manufacturer narrative:
The lens has been returned to b & l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.